Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. Per the user guide: it is very important to set the current time and date accurately to ensure safe insulin delivery. When editing time, always check that the am/pm setting is accurate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 223 mg/dl) and correction boluses were delivered to address bg. Customer suspected there was a pump issue. Pump system check was performed. Time was found to be incorrect; cause was not reported. In addition, customer used pump supplies 3-4 days versus the labeled 48 hours. Tandem technical support assisted customer with correcting the pump time.